Event description:
It was reported that during a percutaneous coronary intervention stent dislodgement occurred. As the physician advanced the 3.0x38mm ion stent into a non-bsc guide catheter the stent dislodged from the balloon. The dislodged stent remained on the stent delivery system (sds). The non-bsc guide catheter and sds were removed as a unit and the dislodged stent was recovered. The physician did not encounter any resistance that he feels would have contributed to the stent dislodgement. The procedure was completed with another 3.0x38mm ion stent. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the returned product consisted of a taxus element/ion stent delivery system (sds), a guide wire, runway guide catheter, and a y-adapter. The balloon was tightly folded with stent impressions visible between the markerbands. The location of the stent impressions on the balloon indicate the stent was appropriately positioned and secured to the sds in manufacturing. The stent was received on the guide wire. The entire length of the stent was stretched. There was no damage to the sds. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent dislodgement occurred. As the physician advanced the 3.0x38mm ion stent into a non-bsc guide catheter the stent dislodged from the balloon. The dislodged stent remained on the stent delivery system (sds). The non-bsc guide catheter and sds were removed as a unit and the dislodged stent was recovered. The physician did not encounter any resistance that he feels would have contributed to the stent dislodgement. The procedure was completed with another 3.0x38mm ion stent. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).